Event description:
It was reported that doctor inserted iab and then saw blood in the line. Iab was exchanged. There were no reported pt complications.

Manufacturer narrative:
A guidewire was fed through central lumen of returned iab without resistance. Iab was pressurized and submerged in water. No leaks were detected. Upon completion of leak test, balloon detached from distal tip. It appears iab was damaged during cleaning prior to being returned to arrow. Root cause of complaint unk.